Manufacturer narrative:
Age of device: 3 years, 6 months, 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient expired on (B)(6) 2018 due to cardiac arrest associated with driveline fault that led to pump stop. The patient's driveline was smoking prior to the event which was not reported to hospital. It was reported that patient expired based upon the conditioning of the driveline at the time of death with exposed wiring. The pump was not explanted. The external portion of the driveline was to be procured by hospital. No further information was provided.

Manufacturer narrative:
Correction. Additional information.

Manufacturer narrative:
Investigation summary: analysis of the log file retrieved from system controller serial number (B)(4) confirmed driveline disconnect alarms on (B)(6) 2018 that appear consistent with the account¿s report that ems eventually was able to disengage the driveline and turn off the controller. The report that the driveline was frayed, smoking, and difficult to disconnect from the controller could not be confirmed through this evaluation. The reported driveline faults could not be confirmed through this evaluation. A direct correlation between the reported events, the patient¿s cardiac arrest, and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The pump maintained a speed above the low speed limit without any issue while the driveline was connected. On (B)(6) 2018 at 13:11, driveline disconnect flags were active; the pump speed dropped to 0 rpm and at 13:33 the flow dropped to 0 lpm activating low speed hazard as well as low flow hazard alarms as designed. The controller was powered down at 14:23. Throughout the log file, there were numerous intermittent low voltage advisory and multiple hazard alarms. These alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms or events active in this log file including driveline fault alarms. The account communicated that ems discovered the patient unresponsive at home. The patient expired on the scene and the controller was alarming with driveline disconnect and controller fault alarms. The account consulted with ems who reported that the driveline was frayed and was very difficult to disengage from the controller. Eventually the driveline was disengaged and the controller was turned off successfully. It was later reported that congestive heart failure was listed as the cause of expiration, likely cardiac arrest from the pump stopping due to a driveline fault. The police reported that on the day of the patient¿s expiration the patient had called 911 with a controller alarm and then slumped over during the call. The fire department broke through the door and found the patient expired. The pump had stopped by the time the paramedics arrived. After patient had expired the patient¿s sibling reported to the hospital that a portion of the external driveline was ¿smoking¿, the patient did not report this to the account. It was believed that the cause of expiration was related to the device based upon the conditioning of the driveline with exposed wiring. The distal end of the driveline could not be obtained from the hospital or mortuary where the patient was taken for final preparation. Heartmate ii lvas, serial number (B)(4) was not explanted for evaluation. The hmii lvas IFU and patient handbook cover wear and tear to the percutaneous lead and outline all system controller alarms and the suggested actions to resolve them, including driveline fault, low voltage, and driveline disconnect alarms. The patient handbook states that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon the length of use and movement/flexing over time. The relevant sections of the device history records (documents (B)(4)) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on the event.